Event description:
The customer reported to olympus, the gastrointestinal videoscope had a clogged nozzle. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign objects in the nozzle, the bending angle in the up direction was out of standard, the up/down knob had play, the bending rubber was scratched, the adhesive on the bending section rubber was a clouded white, the air/water flow was reduced due to clogging of the nozzle, the adhesive around the objective lens was a clouded white, the adhesive around the light guide lens was a clouded white, the adhesive around the light guide lens was worn, the connecting tube was dented, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event description and concomitant products.

Event description:
The issue was found prior to a diagnostic upper endoscopy. The procedure start was delayed and the procedure was completed with a gif-ez1500.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.